Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that (10) pcu front cases with key pads are being replaced. The customer confirmed that there was no patient involvement as the issues were found during preventive maintenance.